Event description:
An abbott sheath 8fr 12cm hemostasis fast catheter (introducer) was placed in the patient's right femoral vein. A swan ganz catheter was inserted through the introducer and left in place for medical optimization. In the cardiac ICU the next day, it is reported that the bedside rn went to change the dressing on the introducer and noted bleeding at the site and blood pressures dropping. Examination of the device revealed the side port of the introducer had fallen off which norepinephrine IV drip was infusing. The physician was notified, introducer was removed, pressure held at right femoral site, hemostasis achieved, and sterile dressing applied. An alternate central venous catheter was inserted.